Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon interrogation, it was noted that the pacemaker was in backup vvi mode which resulted in power on reset. The patient was brought to the clinic again where the pacemaker was reprogrammed. There were no adverse consequences to the patient.